Manufacturer narrative:
The actual device was not returned. The device history record for the reported lot number, 73111, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of (B)(6) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. The device was not returned.

Event description:
Halyard received a report stating that the corflo nasogastric tube ended up in the patient's lungs during insertion. Additional information received (B)(6) 2017 stated the patient died. No cause of death was provided. Additional information has been requested but not yet received. No additional information was provided.

Manufacturer narrative:
All information reasonably known as of 01-oct-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
Additional information: describe event or problem. All information reasonably known as of 20-dec-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Additional information received 27-nov-2017 stated a cortrak unit was not used for placement. The lung placement was not verified by x-ray and the lung placement was not alone the cause of the patient's death. Additional information received 29-nov-2017 stated the nurse communicated that the cause of the patients death wasn`t this incident alone. The patient died some days after the incident, and not because of this incident. Additional information received 07-dec-2017 stated the patient's death was attributed to multi-organ failure, possible due to sepsis. There was a possible complication due to pneumonia/respiratory failure.